Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last attempted to charge the ipg in (B)(6) of 2016. The ipg was confirmed to be inoperable. Surgical intervention is pending to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.